Event description:
Customer reported experiencing low blood glucose readings. Customer's blood glucose reading at the time of the call was 60 mg/dl and has treated with food. The drive support cap was noted to be sticking out. Customer also mentioned that he entered 50 carbs for breakfast and his blood glucose readings dropped form 75 mg/dl to 48 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.